Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was caused by the loose flat connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿flat connector is loose¿ was confirmed. The device evaluation found the flat connector on the front panel was loose, due to which, there was no image when shaking the connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus personnel reported on behalf of the customer that the ¿flat connector is loose¿ on the video system center. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: no image. There were no reports of patient or user harm associated with this event.